Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2016-08940. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Femoral venous access was obtained; the septum was crossed anterior and posterior. They followed the procedural steps for accessing the left atrial appendage. The appendage was sized via transesophageal echocardiogram (tee) and verified through fluoroscopy. A 30mm watchman laa closure device & delivery system (wds) was selected. The pig tail catheter was positioned and the watchman&#59393;access system (was) was advanced over the pig tail catheter. As they were loading the wds into the access sheath to get in place to deploy, they ended up noticing a small pericardial effusion. The physician drew the wds device back slightly, and then deployed the closure device. After deployment, they noticed that the small pericardial effusion became a little bit larger. The pericardiocentesis tray was prepped and ready to tap the patient. The effusion was confirmed on an echocardiogram and dye extravasation as growing. While the physician was trying to get the needle into the pericardial space, surgery was called; the physician could not gain access to the pericardial space. At that point in time, the physician let the surgeon takeover and cut a small window into the chest, to drain blood from the pericardial space. Once the surgeon was comfortable with the patient's stability, they moved the patient to the operating room (or) where eventually they removed the watchman closure device, and the 14 fr was venously through the vein that they entered. They ended up stitching off the laa, and then closed the patient's chest. The patient was moved to a different floor and is currently stable.